Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. Customer blood glucose level was 410 mg/dl. Insulin pump had received software error detected alarm. Customer was able to clear the alarm, but did not receive request to rewind. It was unknown if auto mode feature was active or not at the time of incident. Insulin pump passed the self test. The insulin pump will not be returned for analysis.